Manufacturer narrative:
Should add'l info become available regarding this event, it will be reevaluated and a f/u report will be sent.

Event description:
On (B)(6) 2010, an spectra non-inflatable penile prosthesis was implanted. On (B)(6) 2011, the entire device was removed and replaced with an ipp, due to pt dissatisfaction. Details were not indicated. No pt complications reported.